Manufacturer narrative:
Follow up from (B)(4) 2014: no further information is expected. Case closed. F/u info received on (B)(4) 2014: the reporter stated that it was not possible to contact the pt. No further info provided.

Event description:
This is a spontaneous case report received from a consumer via (B)(4) in united states on (B)(4) 2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced mood swings, ear infections, pain everywhere, headaches, no sex drive, pain in limbs, pain in vaginal area during sex, and bowel issues and stomach. No information given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted, lot number b06103. On unspecified date the consumer experienced pain everywhere, pain in limbs, mood swings, ear infections, headaches, no sex drive, pain in vaginal area during sex, and bowel issues and stomach. She could not do anything without having pain with essure and on (B)(6) 2014 she had a hysterectomy due to it. The outcome of the events was unknown. Reporter causality: the relationship between events and essure is not reported. Follow up information was received from the consumer on (B)(6) 2014: the consumer's bmi (body mass index) was (B)(6). She denied previous gynecological problems, relevant medical history, or concurrent conditions. On (B)(6) 2013, the consumer delivered a baby and on (B)(6) 2013 she had essure, model ess305 inserted. After the insertion she received a shot of depo provera as back-up contraception. In (B)(6) 2013 hysterosalpingography was performed and both sides were blocked. The consumer confirmed the previous events reported. She also reported that she the pain and bleeding got worse/started in (B)(6) 2013, at the time of her periods. She described that she used to cry because of a severe cramping since her stomach hurt so bad. She also had more headaches. The consumer went to the doctor who performed essure procedure because of pain, she waited for 2 hours and ended up going to the hospital because of pain. Tests were performed, but the physician did not know what was causing pain. Other doctor said that essure was causing all problems. According to the consumer at hospital computerized tomography scan of abdomen was performed. It showed one inch cyst over the ovary. Ultrasound abdomen was performed and the cyst was not found. She stayed at the emergency room because of stomach pain and other stuff started showing up like ear infections. On (B)(6) 2014 the consumer was admitted in the hospital during one day for hysterectomy (fallopian tubes were removed). The symptoms resolved after the procedure. During the surgery the devices were found in the tubes. The consumer did not know pathology results. The consumer has recovered, symptoms/pain were resolved after surgery. However, she described that she had bleeding from the stitches and since it was moist and she had a bacterial infection. Stitches had not healed yet. The consumer believed the condition was caused by the essure devices. She also described that could have undergone a tubal ligation instead of undergoing a major surgery and having her uterus removed. The consumer also asked for compensation and threatened to get a lawyer to receive it. Further follow up information received from the consumer on (B)(6) 2014: the non-pregnant consumer had essure inserted for sterilization on (B)(6) 2013. She did not worry for the first month after the procedure because she was having pain and she was told that she would have pain. After that, and continuing through (B)(6) 2013, she was bleeding for two weeks duration. Bleeding was worse than her periods prior to essure. Her periods used to last five days. During that same time, she also had severe stomach pain and was unable to do anything. She had been to the ER (emergency room) for stomach pain at least two or three times. She had a cat scan to see what was wrong with her stomach. She added that she experienced random migraines, ear infection without having a cold, no sex drive, mood swings and feeling depressed a couple of times. ER sent her to ob (obstetrician) doctor who did ultrasound and confirmation x-ray. All of this was during (B)(6) 2013. Tests showed her fallopian tubes were closed but the inserts could be causing her stomach and other problems because she said they could not see the inserts. She had a hysterectomy at the hospital on (B)(6) 2014. Consumer said tests showed her stomach was fine and her health problems were caused by essure. He had no prior history, she said, including stomach problems or stomach pain. Stomach pain is gone and she is feeling better. Consumer said she would have had a tubal ligation if she had known that essure would cause her problems. At time of reporting, after the hysterectomy, she is going through early menopause. She is unhappy and she said it is not fair. She will continue with her bedrest for a couple of more weeks.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.